Event description:
It was reported that this right ventricular (rv) lead implanted in the left bundle branch showed loss of capture for different programmable settings. Technical services (ts) was consulted and provided evaluation options. This lead remains in service. No adverse patient effects were reported.